Event description:
Lab staff questioned discrepancies between morning chemistry results and previous results for multiple patients throughout the facility. An investigation discovered that there was a calibration issue with the cobas 6000 machine in the lab. The cobas machine is new. All nursing staffs in the facility were notified that there was a problem with the morning lab results. The physicians caring for those patients were contacted. The calibration was incorrect on the cobas 6000. It is unknown why the morning results were incorrectly calibrated but the ones performed earlier that day and the day before were not affected. The instrument software was re-loaded onto the cobas 6000, which resolved the issue. This is a new machine, implemented without difficulty and had no prior operational issues. Roche (manufacturer) was notified on the day of the event. We have had no further issues with the device.nursing staff was notified of the discrepancy in the lab report. Sodium level was re-run. As a result there was a delay starting total parietal nutrition (tpn) for the patient. The lab results from the morning were used to create the tpn recipe. When the corrected results came back, the tpn recipe was re-written. There was no patient harm and there was no delay in care delivered to the patient. No tpn was wasted.======================manufacturer response for lab analyzer, cobas 6000 (per site reporter).======================we are awaiting their analysis of the findings.